Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing IV shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported before use the bd preset¿ eclipse¿ had the IV shields and/or protective cap come off letting needle exposed (applicable for product packed in bulk). Clean needle stick/injury. The following information was provided by the initial reporter: customer found the device didn't contain needle cover.¿